Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
¿Date of use of device: 2024-07-12 detailed time: 09:20. Place of use: medical institution. Basis of use: medical advice. Description of product specific preparation and operation: prepared for use of a prefilled catheter flusher according to physician's orders, complete with packaging and no foreign material visible to the naked eye. How long after use did the unexpected condition appear: problems were noted within approximately 1 minute of removing the package and preparing the catheter for flushing. Adverse event situation: prefilled catheter flusher, pull rod and sealing head disconnected, unable to flush properly impact or harm to victim, if any: if the unflushed tubing is used on a patient, there is a risk of infection that could interfere with the diagnosis and treatment. When to take action in response to the impact or harm: take action as soon as the problem is recognized and interrupt the treatment. What to do about the effect or harm: replace with a new prefilled catheter flusher. Final adverse event outcome: patient improved, product normal.¿

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 3332143. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
¿Date of use of device: (B)(6) 2024 detailed time: 09:20. Place of use: (B)(6). Basis of use: medical advice. Description of product specific preparation and operation: prepared for use of a prefilled catheter flusher according to physician's orders, complete with packaging and no foreign material visible to the naked eye. How long after use did the unexpected condition appear: problems were noted within approximately 1 minute of removing the package and preparing the catheter for flushing. Adverse event situation: prefilled catheter flusher, pull rod and sealing head disconnected, unable to flush properly impact or harm to victim, if any: if the unflushed tubing is used on a patient, there is a risk of infection that could interfere with the diagnosis and treatment. When to take action in response to the impact or harm: take action as soon as the problem is recognized and interrupt the treatment. What to do about the effect or harm: replace with a new prefilled catheter flusher. Final adverse event outcome: patient improved; product normal.¿